Event description:
It was reported that a creo amp threaded polyaxial tulip head has dissociated from the shank post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. It was confirmed that the screws were assembled at the back table and that each screw head was locked. Bilateral reduction towers were used to reduce a low-grade spondylolisthesis at the l5-s1 level. It is possible that multiple factors, including the patient's obesity and high forces related to the reduction procedure at the level of the s1 screw head combined with the torque from the patient's reported twisting ultimately applied high forces on the screw construct that may have contributed to the dissociation of the right s1 screw head; however, no determinations could be made as to the cause of the reported issue.